Event description:
It was reported that the rep dreamstation auto CPAP device "seems to be overheating," and the top of the device was extremely hot even when not in use. In addition, the patient reported having a headache, eye pain, fatigue, "feels sick," and dizziness. Although there was no reported patient death or serious injury, this complaint is reportable because the reported issue/event could potentially cause or contribute to a death or serious injury if the malfunction were to recur. The manufacturer's investigation is ongoing. The device has not yet been evaluated. A follow-up report will be submitted when the manufacturer's investigation is complete.